Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. The customer reported a blood glucose level of 57 (mg/dl) due to requesting too large of a bolus then delaying eating a meal. Carbohydrates were consumed to address bg level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. Customer reported that pump would continue to be used for diabetes management.